Event description:
It was reported that the customer had been experiencing unexplained high blood glucose levels. The mother wanted to troubleshoot the insulin pump, but she did not have a tubing clamp for the high pressure test. The mother then stated that the customer was hospitalized with diabetic ketoacidosis, but she didn't feel that it was insulin pump related. The mother stated that something else might be causing the customer's elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.